Manufacturer narrative:
Medtronic ers evaluated the device and observed the device would not power on when received. The stored device data was retrieved and evaluated. It was noted the charge pak voltage dropped to 5.0 volts and the internal hlc battery dropped to 0 volts on 06/27/2005, 2 days before the device arrived at medtronic ers. The device was extensively tested, including temperature testing; root cause for the noted discrepancies could not be determined. The customer was provided with a replacement device.

Event description:
Out of box failure. The customer reported the charge pak icon was showing when the box was opened.